Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms in october was confirmed via submitted log files. Submitted log files captured driveline comm fault alarms on 28oct2025 at 08:55:09 due to com b fault flags. The driveline comm fault alarm remained active for the remainder of the data capture. No other notable events were captured, and the pump was found to be operating as intended at the expected speed. The modular cable (lot number 10374685) was returned for testing and passed the electrical measurements. The returned modular cable was connected to a test controller and mock circulatory loop, and the reported alarms could not be reproduced. The modular cable was then stripped to inspect the internal wires, and no indications of damage or wire fatigue were observed. The modular cable passed all applicable testing and functioned as intended. Available information provided that exchanging the modular cable and system controller resolved the driveline communication faults, although the same troubleshooting was performed in september and the alarms returned. The root cause for the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for modular cable (lot number 10374685) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline communication faults, as well as the recommended actions associated with each. These sections also provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 10 of the patient handbook, ¿safety checklists,¿ provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvas, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report was created to cover the driveline communication faults previously reported under manufacturer report (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline communication fault alarm twice in (B)(6) 2025 which required a system controller and modular cable exchange. The alarm reoccurred on (B)(6) 2025. Log files were sent for review. The event log file recorded a driveline comm fault at on (B)(6) 2025 at 08:54:59. Motor function was not affected by this event. The system controller and modular cable were exchanged again. The alarms resolved after the exchanges.